Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 01-jul-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen 2 000mcg/ml via an implantable pump. It was reported that the patient was experiencing symptoms of withdrawal and overdose of baclofen within the same day; itching of skin, flaccid muscle tone, confusion. There were no known environmental, external or patient factor s that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a catheter dye study was done. It appeared none of the contrast was exiting the cap (catheter access port) chamber. The actions and interventions taken to resolve the issue was the catheter was explanted and new catheter implanted due to potential scar tissue build up at bell of catheter. The state of the catheter did not explain patient¿s recent symptoms of withdrawals and overdoses, so the physician prophylactically replaced pump. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
H3. Analysis of the catheter (serial number (B)(6)) identified damage to the sutureless connector, which was consistent with explant damage. Analysis of the pump revealed no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.